Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy was hospitalized for fluid volume overload. There were no allegations that this event was caused by a malfunction with the fresenius cycler. In additional follow-up, the patient's pd nurse confirmed that the patient was hospitalized on (B)(6) 2026 for fluid volume overload characterized by shortness of breath (dyspnea). It was reported that the dyspnea did not occur during pd treatment. While hospitalized, the patient is receiving pd therapy (details are unknown). The patient remained in the hospital at the time follow-up was performed. The nurse could not identify the exact cause for fluid overload. However, the nurse stated the event was not due to product. The nurse reported that the patient was completing pd treatment prior to hospitalization without any issues. The nurse confirmed there were no malfunctions or product issues associated with the fluid overload.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between during pd therapy with the liberty select cycler and the patient¿s subsequent hospitalization for fluid volume overload. Currently, there is no objective evidence that a liberty select cycler malfunction or product deficiency caused this event. Based on the information available, it cannot be determined what exactly caused the patient to have fluid overload. However, fluid volume overload is a common complication in patients with end stage renal disease (esrd) due to disease process of kidney failure.